Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was over 500 mg/dl to 600 mg/dl. Customer declined troubleshooting. Customer stated that the battery died when she was sleeping and did not hear the alarm, customer was not hospitalized for the blood glucose. The insulin pump will not be returned for analysis.